Event description:
On (B)(6) 2014, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.18 on a (B)(6) female patient who presented with chest pain. There was no additional patient information available at the time of this report.date: (B)(6) 2014time instrument ctni results sample1344 I-stat 0.18 1st1558 I-stat 0.01 2nd 0030 I-stat 0.00 3rd 0923 I-stat 0.00 4ththere is reason to believe that there was a malfunction based on the information available. However, the investigation is complete, return and retains testing on I-stat ctni lot# u14148a did not confirm the customers complaint. The product is functioning according to specification. There were no injuries reported with this event.

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2014. Return and retain cartridges were tested and are functioning according to specification.